Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you identify the product code of the evicel application device? I¿m not sure what product code number you are looking for but here are the numbers I see: ndc: 63713-390-55. Barcode: (B)(4). Us license no.: 1603. Article no.: p-107005m. Lab100120603v1. Lot: 200024. Qr code: (B)(4). Exp: 02-28-2023. Will the application device be returned for evaluation? We have sequestered the device and can send it to you for evaluation pending a shipping label. Please clarify if the breakage came from the device or the biologic vials: it appears the breakage occurred from the device.

Event description:
It was reported by the account contact that during an left hand exploration, nerve reconstruction, the evicel broke while the scrub tech was trying to withdraw the medication. They attempted to screw on the medications to the handpiece and it snapped off and they were unable to use the product successfully. Surgeon was able to complete the case. They ended up using another box. There were no patient consequences reported. Device is available for return.